Event description:
It was reported that the patient presented in clinic with post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were made. There were no reported patient consequences.